Event description:
It was reported that the shock impedance was gradually increasing over time. The implanted device recently alerted for shock impedance greater than 125 ohms. It was decided to increase the alert threshold to 150 ohms and continue to monitor the situation. This right ventricular lead remains in service and no adverse patient effects were reported.